Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm90q0 (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the caller reported the bluetooth light was not working for about 1 month. Troubleshooting was performed. The handset battery was emptied. The agent suggested charging the handset and communicator. A different healthcare provider called back and reported the patient started to have pain on their left leg that felt like sciatic pain shooting down their leg. The caller reported the pain started the day of the call and reported no trauma. The caller reported that patient indicated they had intermittent difficulty connecting their external equipment to the implant. The caller conferenced the patient. The patient indicated they felt shocking initially when they connected. The agent reviewed how to use the external equipment.